Manufacturer narrative:
Device evaluation: the unable to deploy event could not be confirmed as the device performed as expected when the device was restarted in manufacturing mode using the same battery. The root cause of the broken endoanchor within the tip of the applier could not conclusively be determined as the event occurred in-vivo and could not be recreated during device analysis. Based on historical analysis of similar broken endoanchor complaints, there is no evidence of a material defect that would have been contributory. Conditions during the procedure that have historically been identified as causes of deployment resistance include difficulty positioning the heli-fx applier within highly angulated anatomy as well as calcified plaque or thrombus with more than 2mm of thickness within the deployment zone. In addition, encountering a stent strut may have also contributed to the event.if information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors were used as an accessory device for the endovascular treatment of the patient. It was reported that during the index procedure, during deployment of the 6th endoanchor, the applier would not complete the second stage of deployment. To resolve the issue, a second applier was opened and used to complete the procedure. As per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.